Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1632. It was reported x-rays taken confirmed the pt's lead has migrated. An sjm rep met with the pt and reprogrammed her device to address the issue. Follow up is pending to confirm if programming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.